Event description:
As reported, approximately 4 years post op the initial right tka, this male patient was revised due to premature polyethylene wear of the tibial insert. Patient had loose components and osteolysis. Following the revision surgery, plaintiff continues to be limited in his activities of daily living. No additional information available.

Manufacturer narrative:
Pending evaluation: concomitant device(s): 2990037 02-010-01-0340 - logic femoral ps cem right sz 4, 35156 203-96-42 - 11-4132 stryker sys 6 90 x 13/ 21 x 1.19, 3570730 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, 3573052 200-02-32 - three peg patella 32 mm, aa7196 1500-s - cemex system 80g, and aa7229 asa0030 - sterile disposable containers.

Manufacturer narrative:
Added content to d8 and e4. H6: investigation results - the reason for the revision may have been the result of prosthesis wear and loosening as reported. However, the reported prosthesis wear and potential contributions of implant positioning and/or patient-related conditions to the sequence of events cannot be confirmed as the devices were not available for evaluation and limited information was provided at the time of evaluation.